Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wheel of an ak 96 machine had a broken wheel. Additionally, the machine was at risk of tipping over. The event occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and a broken wheel was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a mechanical failure and the machine wheel and base were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.